Event description:
It was reported the device displayed error code 45636 during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device with a cracked battery compartment and some contamination was visible. There was evidence of the error or reported problem recorded in event history log once. The reported problem however was not duplicated. No fault was found, and cause was unknown as investigation was unable to duplicate the reported error. The root cause of the reported problem was also unknown. For preventative measure/action the error was cleared. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously.